Manufacturer narrative:
Through good faith effort (gfe) it was confirmed that the fetal heartrate was measuring high, and the fetal heart rate probe was replaced to resolve the issue. Additional details regarding the issue, including errors encountered, evaluation, repair, and identification of parts replaced, were asked but unknown. Based on the information available, the cause of the reported problem was a defective transducer. The reported problem was confirmed. The device was operational after repairs were completed. (B)(6).

Event description:
Philips received a complaint on the avalon fm20 fetal monitor indicating that the measurement value was incorrectly. The device was in use on patient at time of event, there was no adverse event reported.